Event description:
Forced to wear face covering caused me to have panic attack. It has led to chronic anxiety since masks are required regardless of medical disability. Please issue caution about requiring face covering mandates. FDA safety report ID# (B)(4).